Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, a leak was noted when staplers and clippers when inserted to the trocar. The case was completed with the same device. There was no patient injury.